Manufacturer narrative:
Maquet cardiopulmonary (B)(4) is aware of similar complaints with similar malfunction. No analysis can be done for the said device as it has been continued to be used until the case was done and is still in use. No service has been done on the device. Many requests for information were not successful. No serial number of the device is available. Therefore no investigation will be done. The data is being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. The most probable root cause could be a defective bubble sensor.

Event description:
It was reported that the bubble detector on the rotaflow was working properly, but the bubble sensor on the control panel kept alarming that bubbles were present during pt therapy. The device continued to be used until the case was completed. No reported pt effect. (B)(4).

Manufacturer narrative:
The device has not yet been evaluated. A supplemental medwatch will be submitted if add'l info becomes available. The product reported in section d is a component of the hl-20 integrated perfusion system cleared under 510(k) k94383.